Manufacturer narrative:
The insulin pump was received with the following damage: missing display window/cover, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, end cap broken off, keypad overlay peeling, corroded battery tube, cracked bleeding lcd and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The caller stated there were cracks on the front and back of the device. The customer¿s blood glucose level was 209 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.